Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage on the instrument monopolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument conductor wire was not damaged. Additional observation(s) not related to the customer reported complaint was also identified: the pcs instrument was found to have a dislodged ceramic sleeve. No missing material. Insufficient silicone potting on the ceramic sleeve can result in its dislodgement. The instrument was found to have scratch marks/abrasions on the face and edges of the distal clevis. The instrument was found to have indentations/burrs on the edge of the distal idler pulleys.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the permanent cautery spatula instrument had a crack or degradation of the plastic on the jaw tip. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no thermal damage or arcing observed on the permanent cautery spatula instrument.